Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirting out insulin while prime. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had battery issues and had to put three batteries at a time for insulin pump to accept it. The insulin pump will not be returned for analysis.